Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed? Results? If reoperation was performed, please provide date and surgical findings. What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2016 and the mesh was implanted. The patient experienced dysuria, catheterisation and persistent infections. On (B)(6) 2017, the right section of the device was made and same issue occurred and on (B)(6) 2017 - left section of the device. To date , the patient is having urinary infection. Additional information has been requested.